Event description:
The reporter stated that the doctor complained that the device is not very powerful and is not taking a very good graft. The blade was difficult to clip on. The doctor had to attempt a second donor site as the first one was not a good one. The second attempted graft failed as well.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.